Event description:
It was reported that the bd posiflush¿ sp pre-filled flush syringe nacl 0.9% tip was damaged. The following information was provided by the initial reporter: "bent tip".

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for evaluation? Yes. D10: returned to manufacturer on: 2021-12-02 h6: investigation summary it was reported there was a bent tip. To aid in the investigation, one sample with no packaging flow wrap was received for evaluation by our quality team. A visual inspection was performed and the luer tip is bent. No other defects or imperfections were observed. This defect could occur if the unit was not placed properly on the fixture to be sterilized. When the next fixture was placed on top it could induced the damage seen on the sample received. A device history record review was completed for provided material number 306575, lot number 0198909. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. Verification of the sterilization process was performed. The settings were correct and the placing of products on the fixtures was done properly. To date, there have been no other similar events reported for this lot. Based on the investigation and with the returned sample analysis the symptom reported by the customer is confirmed.

Manufacturer narrative:
H6: investigation summary: a device history record review was completed by our quality engineer team for provided material number 306575 and lot number 0198909. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. There are quality controls currently in place to detect this type of defect during the production process. Further action has not been determined necessary at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10.

Event description:
It was reported that the bd posiflush¿ sp pre-filled flush syringe nacl 0.9% tip was damaged. The following information was provided by the initial reporter: "bent tip."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd posiflush¿ sp pre-filled flush syringe nacl 0.9% tip was damaged. The following information was provided by the initial reporter: "bent tip".